Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4). Device not returned for analysis.

Event description:
(B) (4) - peripheral cutting balloon registry. It was reported in (B) (6) 2005 the patient underwent treatment for the peripheral cutting balloon device for one lesion. The target lesion was at the avf, with no vessel tortuosity; lesion type was de novo and no calcification at target lesion. The angiographic data the target lesion showed the reference vessel diameter 5.5m, lesion by 9mm in length. Pre procedure 80 %, and post procedure 0%. Lesion morphology showed concentric stenosis and tight stenosis lesion. Patient follow up in (B) (6) and (B) (6) 2005, with the vital status of the patient as alive. The target lesion remained patent following the procedure. The patient did not experience an adverse event since procedure nor had any intervention since the procedure on any vessel. Patient six month follow up in (B) (6) 2005, with the vital status of the patient as alive. The target lesion remained patent since the procedure; however the comments noted restenosis and an intervention procedure. The patient had conventional angioplasty in (B) (6) 2005 of the target lesion for angiographic restenosis. No additional information provided. Patient follow up visit in (B) (6) 2006, with the vital status of the patient as alive. Additional assessment included checking of blood pressure and flow during dialysis. The target lesion remained patent following the procedure. The patient did not experience an adverse event nor had any other intervention since the procedure on any vessel. No additional information was provided.